Manufacturer narrative:
There was no report of evaluation or repair. This MDR is related to ge healthcare (B)(4).

Event description:
The customer reported arcing noises. No patient injury was reported.